Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported via FDA medwatch 3500a, a micropuncture transitionless stiffened cannula access set was used to obtain access in the tibial vein for a mechanical thrombectomy. Per the medwatch report, when the sheath was removed from the right tibial vein, "a portion of the outer coil of the micropuncture wire in the subcutaneous portion of the posterior tibial access site." The wire was reportedly easily removed with a hemostat. Based on the event description, it is assumed that the wire separated. There has been no report that any section of the device remained in the patient's body, and no report that the patient required additional procedures or experienced any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the IFU also states ¿withdraw or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. Based on the limited information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B3: date of event: "sep-2025." This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported via FDA medwatch 3500a, a micropuncture transitionless stiffened cannula access set was used to obtain access in the tibial vein for a mechanical thrombectomy. Per the medwatch report, when the sheath was removed from the right tibial vein, "a portion of the outer coil of the micropuncture wire in the subcutaneous portion of the posterior tibial access site." The wire was reportedly easily removed with a hemostat. Based on the event description, it is assumed that the wire separated. There has been no report that any section of the device remained in the patient's body, and no report that the patient required additional procedures or experienced any adverse effects due to this event. Additional information has been requested.